Event description:
This complaint is from a literature source. The following literature cite has been reviewed: wilson jm, smart aa, abdel mp, mabry tm, berry dj, trousdale rt, sierra rj. Can selected use of cemented and uncemented femoral components in a broad population produce comparable results following primary total hip arthroplasty for osteoarthritis? J arthroplasty. 2023 jul;38(7s):s166-s173. Doi: 10.1016/j.arth.2023.04.002. Epub 2023 apr 10. Pmid: 37044223; pmcid: pmc10367059. Objective/methods/study data: the purpose of the study was to determine if selected use of ream-and-broach triple-tapered uncemented stem designs may provide comparable results to cemented stems. All cemented stems and cement were competitor products. 3,348/4,505 uncemented stems were summit. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unk hip femoral stem summit adverse event(s) and provided interventions possibly associated with unk hip femoral stem summit (qty. 1) 184 periprosthetic fracture. 41 treated with reoperation and no treatment indicated for the remaining 143 patients. 50 superficial dehiscence/surgical site infection. No indication of treatment. 57 periprosthetic joint infection. 34 were treated with a reoperation and no treatment indicated for the remaining 23 patients. 12 cases of femoral loosening treated with reoperation. Adverse event(s) and provided interventions possibly associated with unk femoral head (qty 1) 50 superficial dehiscence/surgical site infection. No indication of treatment. 57 periprosthetic joint infection. 34 were treated with a reoperation and no treatment indicated for the remaining 23 patients. 118 cases of dislocation. 43 were treated with reoperation and no treatment indication for the remaining 75 patients.

Manufacturer narrative:
Product complaint # (B)(4) the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.